Event description:
Patient was revised to address pain, elevated cobalt levels, metal wear and debris, and acetabular loosening. (B)(6) 2011 - medical records were received. The revision operative report indicates there was very minimal attachment of the femur and during extraction the trochanter cracked requiring cabling.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified part/lot information and date of implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.